Event description:
It was reported that an esophageal stent was placed in a pt for treatment. During another pre-scheduled procedure for a feeding tube installation, the physician removed the stent because it had migrated form the original site. It was reported that there was no harm done to the pt.